Event description:
The customer reported that during a cataract extraction procedure, the ultrasound would not work. The system was exchanged to complete the case without patient harm. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and found no problem. The system was then tested and met product specifications. The company representative noted the customer reused their fluid management system (fms). The fms is validated and intended for use during a single phacoemulsification procedure. No parts were replaced and no samples were returned for evaluation, therefore steps could not be taken to duplicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Although the fluid management system (fms) was not returned for evaluation, the root cause for the reported issue "no ultrasound" is attributed to customer having re-used fms since the reported issue was addressed after replacement of this component. (B)(4).